Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said their healthcare provider (hcp) did an exam and they were still not emptying their bladder all the way. The patient said they thought they were doing better and emptying, but they weren't. They said their hcp wanted them to use their patient programmer to make an increase or change, they able to connect using their patient programmer. The patient was on program 1 at 0.7. The patient was successful to increase stimulation to 0.9 and they reported they could feel it comfortably. General information was reviewed, online tutorials were offered and sent and the patient was redirected to continue working with their hcp to resolve symptoms. No further complications were reported or anticipated.